Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. (B)(4). Medications: aspirin, lisinopril, calcium, and pantoprazole.

Event description:
On (B)(6) 2015, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2015 follow-up imaging identified a distal type I endoleak on the plc201000/(B)(4) in the right common iliac artery (aneurysm enlargement amount unknown). It was reported the cause of the endoleak is unknown. On the same day an intervention was performed whereby the right hypogastric artery was coil embolized. A contralateral leg component was implanted extending from the previously implanted contralateral leg component covering the right hypogastric artery. Final imaging identified the aneurysm was excluded. The patient tolerated the procedure.